Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed a recharge antenna failure of the no device found message and fail t5180 (antenna temp). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (pt rep) patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient's (pt) husband (caller) stated the controller said finished and now wouldn't even come on. Caller confirmed the issue was charging the controller from ac power supply, and said they tried resetting, but the controller still wouldn't charge. Pt came on and said they tried to charge the implantable neurostimulator (ins) last night and only got to 40% but then the controller said the batteries were low. Pt said they plugged controller in, but controller wouldn't charge. Caller and pt then mentioned about 6 months ago the controller was doing the same thing, so they spoke with a manufacturer representative (rep) and they told the pt to reset controller. Caller plugged controller in to ac power supply without li battery and reported the screen turned on. Caller reinserted li battery and reported the green light was blinking. They tried to unlock controller but reported no device found and said pt said ins was not empty (later it was determined controller was not close enough to the pt). Caller unplugged controller from ac power and the screen turned off and wouldn't turn back on. Caller plugged back in to ac power and reported screen came on and green light started blinking. However when they unlocked controller (after pt moved closer) they reported both batteries were at 30% but next to the controller said "finished" and green light was no longer blinking. Caller did not see any damage to battery compartment, battery pack, or controller port. The issue was not resolved. The patient was sent out a replacement battery pack. No symptoms were reported.  Additional information was received from a patient's representative (pt rep) regarding an external device. Pt rep called back stating they received the replacement battery pack and the issue did not resolve. Agent walked caller through reset and this still did not resolve. The patient was sent out a replacement controller. No symptoms were reported. Additional information was received from the pt rep. It was reported that the pt is still having the same issues with charging their implant since they have received the replacement. Pt rep said that the recharger is getting hot while charging the implant and the pt isn't able to recharge the implant now. Pt rep said that "system problem rm03" appeared on the controller while trying to charge the implant. An email was sent to repair to replace the recharger. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97745bp serial# (B)(6) product type accessory product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical product: product ID 97745bp, serial# (B)(6). Product type accessory product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger h3. Analysis was performed on [product ID 97745bp lot# serial# (B)(6)] analysis found that the battery was out of electrical sp ecification and the battery case was broken. H3. Analysis was performed on [product ID 97745 serial# (B)(6)] analysis found that the battery contact was broken, three terminals snapped. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.